Manufacturer narrative:
A1-a4) patient information was unavailable from the site. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information received from a manufacturer representative indicated that the procedure being performed was a spinal fusion in which there was no impact to patient's outcome. The issue occurred intraoperatively and there was a 5-minute surgical delay while they retrieved the other medtronic imaging system.

Manufacturer narrative:
H3, h6: no hardware parts have been returned for analysis. B17, c20, d15 are applicable. H6: multiple fdd/annex a codes were reported. A0719 was coded for the ias side of the error "imaging system has exited the application, please restart the system." A110208 was coded for the mvs side of the error "imaging system has exited the application, please restart the system." Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received information regarding an imaging system being used in an unknown procedure. It was reported that post-spin the site would repeatedly receive an error message "imaging system has exited the application, please restart the system." The manufacturer representative was not on site to perform any further troubleshooting at the time of the call. There was a patient present.